Event description:
It was reported that the patient with this right atrial (ra) lead presented to emergency room (ER) due to chest pain. There was a lead safety switch on ra lead with a spike in impedances that were high, out of range. The values had been within range before. There are inappropriate atrial tachy response (atr) events due to noise over sensing that appears to be myopotential. Reprogramming options were discussed for this system. The pacemaker and this ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).